Event description:
It was reported by service report that the outer base tube is broken in the middle and could support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.